Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 2 devices: product disposition is not yet determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: unintended power up. - 1 event had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 0 events for the failure: unintended power up.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to the device unintentionally powering on or running (turning on/speeding up without user input) for devices registered under hwe product code in accordance with FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. MFR report # 3015967359-2025-99470. Supplemental rationale corrected data: b5, h6, h11 2 events were previously reported during the reporting quarter; however, 2 events were determined to be not reportable. 0 previously reported events are included in this follow-up record.